Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was suspected by the physician. Technical support was contacted, but was unable to determine if the battery depletion was normal or premature. No intervention has been performed at this time. The patient was stable and will continue to be monitored.